Event description:
It was reported that during a laparoscopic procedure, the devices were leaking when removing an instrument. There was no torque being applied. Based on the surgeon's opinion it was the seal that was leaking. The same devices were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4)